Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. A day after the onset of the event, the patient was treated with vancomycin (1 gram bag, route and frequency were not reported) and meropenem injection (250 mg in each bag, 3 exchanges, route and frequency were not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.